Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited undersensing. The dislodgement of the lead was verified by fluoroscopy. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.